Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b2, h6(remove medical device problem code 2896 - communication or transmission problem). Additional information added to field h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the cause was the faulty emergency lamp. However, a definitive cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a maintenance.

Event description:
It was reported the light source spare lamp indicator was blinking. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the inspection found error e207 due a faulty emergency lamp. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.